Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a right transcarotid artery revascularization (tcar) procedure, the patient developed a very subtle left sided facial droop and computed tomography angiography (cta) displayed patent stent. The patient's magnetic resonance imaging (MRI) showed multiple small right sided infarcts. However, there was no bleed. As this event could be associated with the enroute neuroprotection system (nps), it will be reported out of abundance of caution.